Manufacturer narrative:
(B)(4). Factors that may contribute to resistance while crossing, while in the lesion may include and during removal, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. The vessel was described as moderately tortuous and the lesion was described as calcified and totally occluded which could have contributed to the reported resistance and difficulty retracting the guide wire from the anatomy. The guide wire was not returned which may have aided in the evaluation. The reported prolapsed tip was likely the result of the reported resistance with the lesion as no damage was reported during inspection prior to use. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. It was reported that the guide wire met resistance with the calcified and totally occluded lesion which could have contributed to the reported guide wire separation. Reportedly, the separated portion of the guide wire remained in the patient and the patient eventually went for amputation. It was reported that the guide wire tip prolapsed during advancement, met resistance with the lesion and was still used for the procedure and it should be noted in the winn guide wire instructions for use warnings section: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. It is unknown if using the guide wire against resistance contributed to the reported difficulty and guide wire tip separation. Cine of the procedure was received and reviewed by a clinical specialist. The reviewer concluded that from the incident description, it is likely that the radiolucency in the last scene represents the detached tip of the guide wire. The reported prolapsed tip, resistance with the lesion, inability to retract and guide wire separation appear to be related to operational context of the procedure. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency. Manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that a tibial-plasty was being performed on a moderately tortuous, calcified, totally occluded anterior tibial artery. This was the physicians first use of the winn guide wire. The guide wire crossed most of the long lesion after much work, and the guide wire then began to distort and coil into a ball distally. The coiled wire could not be pulled back through the lesion. Balloon inflation was performed proximally in order to facilitate removal; however, this was unsuccessful. A non-abbott glide catheter was then advanced as close to the coils as possible, and the guide wire was gently pulled on in an attempt to remove the guide wire; however, at this point the guide wire fractured distal to the glide catheter leaving the coiled part of the distal guide wire in the artery where it remains. The patient was sent for a surgical amputation procedure. The physician commented that, going into the case, amputation was inevitable if the procedure was not successful. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Prolapsed and against resistance. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.